Manufacturer narrative:
(B)(4).

Event description:
Procedure: lung biopsy. According to the reporter: customer informs that they have experienced some issues with these products during a thoracic surgery. Same egiausntd used with all the sulus used during the procedure. The customer opened a egia60axt and observed that the staple line did not hold. The stapling line in the lung looked at the first correct, but soon it began to open. The surgery was laparoscopic and had to be converted to an open surgery. In order to solve the problem they sutured manually. In addition, some staples fell in the patient cavity and were retrieved using grasping pincers. To finish the surgery they decided to change the egiaustnd handle for a new one, which was used with two 030458 reloads, and the stapling was correct and no further issues were experienced. Surgical time was extended by more than 30 minutes due to the product problem. No reinforcement material was used in conjunction with the stapling device. Patient status was reported as stable.